Manufacturer narrative:
Investigation details: a visual inspection was conducted on the vh-3000 device but no non-conformances could be seen. The c-ring was intact and properly connected to the c-ring tubing on one side and the support wire on the other. The complaint that the c-ring had "split in half" cannot be confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a procedure, the c-ring from a device split in half, and the half needed to be retrieved from the original incision. The procedure was completed with a replacement device. No further patient effect has been reported by the hospital.